Event description:
During the surgical procedure the permanent cautery hook instrument was arcing. The instrument was removed and replaced with a different type of instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.